Event description:
Additional information provided by the affiliate explained that leakage was found in the ICU.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
It was reported that (B)(6) hospital had an evd disconnection-the tubing below the buretrol disconnected where it connects to drain the buretrol. The evd was in the patient for several days (approx 15 days). A new system was reconnected to the patient. No other treatment was required. Inquiries are been made for additional information and we will provide an update once a response has been received. Device will be forwarded on receipt. On 8/9 additional information explained that the patient catheter insitu was not replaced-new system attached to existing catheter. It is either the 82-1731 or the 82-1730. They do not know the lot code. The drainage system is the same for both of these codes. The only difference is that one comes with a catheter (packaged separately) while the other doesn't. The hospital purchases and stocks both. The system is implanted in the operating room and then the patient is sent to the ICU. The leakage was found in the ICU. They would have had no way of knowing which product was chosen in the or (82-1731 or 82-1730) we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Affiliate reported that the tubing below the buretrol disconnected where it connects to the drain. The evd was in the patient for several days (approx 15 days). A new system was reconnected to the patient. No other treatment was required. Inquiries are been made for additional information. The product code is currently unknown.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was either that of 82-1730 or 82-1731. The only difference between the two kits is one is provided with a catheter and the other does not. The customer could not be sure what kit they used. During the visual inspection a disconnection of the tubing from the bag to the drip chamber was confirmed. Glue traces were found on the tubing and on the connection of the drip chamber. It is possible that when changing the bag, the tubing may have been pulled in error, but this could not be determined. The current quality inspections for these assemblies are 100% tested for leaks and blockages. A review of the history device records was not possible due to the fact that the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.